Event description:
It was reported by the customer that the bd pyxis¿ medbank tower cubie bin was not in the cabinet when trying to issue hydroxyzine hcl 25. A customer had reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening when trying to issue hydroxyzine hcl 25. A technical support specialist had sent an email to the customer requested ticket closure, provided the asset information, and confirmed the issue was resolved. The system functioned as intended after troubleshot by the technical support specialist.